Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 50mm pst cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Manufacturer narrative:
An event regarding dislocation involving an restoris shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: not performed as insufficient patient medical records were provided for review. Device history review: review of the device history records indicates that there were no reported discrepancies. Complaint history review: the complaint databases show there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined because device information and patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient kept dislocating so pst implants were removed and a trident cup with constrained liner and an accolade stem were implanted.

Event description:
Patient kept dislocating so pst implants were removed and a trident cup with constrained liner and an accolade stem were implanted.